Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with scoliosis and underwent spinal deformity scoliosis.during the surgery, the set screw slipped. The product came in contact with the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination found that the leading edge of the screws thread at the truncation is damage from what appears to be misalignment. The screw would still thread into a sample screw heard. If information is provided in the future, a supplemental report will be issued.